Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing baclofen (unknown) (500 mcg/ml), clonidine (500mcg/ml), and morphine (unknown) (20 mg/ml) for non-malignant pain. It was reported that the patient mentioned the pump ran dry once in the past due to issues with their insurance and the patient pushed their refill out too far so they went through "major withdrawals".